Event description:
It was reported that a 30mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 10f amplatzer trevisio intravascular delivery system. During implant while positioning the device over the septum and performing the push and pull test, it was observed that the aortic edge of the device was dislocated. The device fell into the right atrium. An attempt was made to retrieve the device. During retrieval the device was observed to prematurely release from the delivery system. The device was noted to embolize into the pulmonary artery. The device was recaptured with a transcatheter snare and removed from the patient. The device was replaced with a new 30mm amplatzer septal occluder. The patient presented with ventricular arrhythmia. The patient was hospitalized.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of premature separation during procedure and device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, while positioning the device over the septum and performing the push and pull test, it was observed that the aortic edge of the device was dislocated. The device fell into the right atrium. During recapture, the device was observed to prematurely release from the delivery system. The device was noted to embolize into the pulmonary artery. An obstruction was noted in the inferior vena cava. The device was recaptured with a transcatheter snare and removed from the patient. The new device was implanted. Also, the patient experienced ventricular fibrillation during the procedure. Based on the information received, the cause of the reported premature separation could not be conclusively determined. The reported device embolization appears to be a cascading event of the reported premature separation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that a 30mm amplatzer septal occluder was selected for implant on (B)(6) 2023 using a 10f amplatzer trevisio intravascular delivery system. The defect was measured to be 22mm via intracardiac echocardiography (ice) sizing. The patient was in sinus rhythm during the procedure. During implant while positioning the device over the septum and performing the push and pull test, it was observed that the aortic edge of the device was dislocated. The device fell into the right atrium. An attempt was made to recapture the device. During recapture, the device was observed to prematurely release from the delivery system. The device was noted to embolize into the pulmonary artery. An obstruction was noted in the inferior vena cava. The device was recaptured with a transcatheter snare and removed from the patient. The device was replaced with a new 30mm amplatzer septal occluder. The patient experienced ventricular fibrillation during the procedure. The patient was hospitalized.